Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0f26b, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the dystonia patient¿s ¿stimulation wasn¿t felt¿ during intraoperative testing. Impedance testing determined impedances were ¿not in the normal scope¿ and it was ¿found the lead had an open circuit.¿ it was additionally noted however that it was ¿uncertain if the impedances were high or low.¿ though the cause of the impedance issue was not determined, the lead was replaced with a new lead and the ¿surgery was delayed for about one hour¿ as a result of the event. There were ¿no¿ lead fractures noted. The patient was reportedly ¿well¿ and receiving effective therapy as of six days after initial report. Additional information was requested; a supplemental report will be filed if additional information is received.